Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "patient stated that ever since his knee replacement, he has experienced constant inflammation and pain. His surgeon did not start him on physical therapy until three weeks after surgery. Patient stated his physical therapy was going good until the surgeon switched his physical therapist. He stated that the new physical therapist seat on his knee causing him extreme pain, patient did not go back to that physical therapist and his surgeon stated to the patient that the pain was all in his head."